Manufacturer narrative:
The specimens were collected via venipuncture and butterfly methods in 4ml bd vacutainer tubes. The unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after this cf event and recovered within assay limits. The customer requested s calibration instructions from call center. A bci field service engineer (fse) performed the following: a. Replaced the rbc aperture and verified the instrument operation. Replaced the r/w processor card and ran latex control b. Replaced the rbc aperture and verified the instrument operation. C. Fse adjusted the diluent delivery and verified the instrument operation. Root cause for erroneous low rbc results is due to a faulty rbc aperture that was replaced during subsequent service for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous low rbc result generated by the coulter hmx hematology analyzer with autoloader on a specific patient specimen without instrument generated flags. The erroneous results were not reported out of the laboratory. The customer states that any reports with instrument flags are not accepted by the lis system and has to be repeated. No change or affect to patient treatment associated with this event..